Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported to us that one day post implant the ventricular threshold had been very high. The physician decided to exchange the lead. No adverse patient side effects have been reported.